Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected chronic high out-of-range shock impedance measurements on the right ventricular (rv) lead. Radiological imaging shows what appears to be a connection issue. An r-wave synchronous shock was delivered and returned normal shock impedance values. Boston scientific technical services (ts) recommends intervention despite the r-wave synchronous shock results. The patient has refused surgical intervention and thus will be monitored. No adverse patient effects were reported. The device remains in service.